Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when she tried to increase stimulation it said cannot provide desired intensity settings. The patient tried taking the battery out and putting it back in but this didn¿t resolve the issue. Troubleshooting had the patient turn stimulation down to 0v and the device off then raise stimulation. The patient was able to raise stimulation to .9v on program c and then got the same screen and stated she was previously able to raise past that level. The patient got the same screen on program a when trying to raise past .4v. The patient was redirected to the healthcare provider. Further information received from the manufacturer representative reported that the controller was stating the therapy settings were unavailable. The patient had been doing some light gardening on saturday but nothing strenuous and no falls or accidents were reported. The patient was seen in the clinic and contacts 8 and 13 were 40000. The patient was reprogrammed to avoid the 13 electrode which had been in use and was then able to increase stimulation to the desired level. The issue was resolved at the time of the report. The indications for use were failed back surgery syndrome and spinal pain. No patient symptoms reported.